Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v168016, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device was not working properly and their health care provider (hcp) was not able to help them.

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction and it was unknown which components were involved in the event. It was noted that the patient was last seen on (B)(6) 2009.